Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 28 mmol/dl at the time of incident. Customer take intravenous infusion of insulin way blood glucose control down, after the stabilization of blood glucose customer replace the new pipeline after that blood glucose was stable. No further patient complication were reported. The insulin pump will be return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and h6 section. The health effect - impact code, medical device problem code and component code that was provided with the initial report was incomplete. The complete information has been included with this report in h6 section.

Event description:
The device will not be returned for analysis.

Manufacturer narrative:
The customer returned the insulin pump for alleged motor reset anomaly and high blood glucose on june 09, 2022. The insulin pump passed the displacement test, rewind, basic occlusion test, excessive no delivery test, self test, insulin pump error test and the delivery accuracy test at 0.0873 inches. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during the prime/insulin pump error test and alarmed motor error during occlusion test due to faulty force sensor resistor (gold). Unable to complete the functional testing or verify unexpected motor reset anomaly due to prime anomaly. The motor was tested outside of the insulin pump and passed. History download was successful using thds. However, the insulin pump was unable to upload to carelink, problem isolated to the electronic assembly. The following were noted during visual inspection: stained keypad overlay, stained address/serial number label and stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump passed most of the functional testing, except the prime/insulin pump error test and occlusion test. Unable to confirm alleged high blood glucose. Unable to prime confirmed. Motor error confirmed. Unable to upload to carelink confirmed. On (B)(6) 2022 10:57:33 pst (B)(6) per china: the user daughter call consultation insulin pump recently suddenly prompted the motor to reset, this night at 3 o'clock blood glucose 28mmol / l, supplemented 3 devices, blood glucose did not drop, but rose to 30. 6mmol / l. Her daughter is a nurse, take intravenous infusion of insulin way blood glucose control down, after the stabilization of blood glucose, the user ms. Replace the new pipeline, after the blood glucose is stable, tonight in the large dose when the motor repeatedly prompts the reset. No further details. Customer: (B)(6) purchase date: on (B)(6) 2020 in-warranty RMA requested: repair & replace date of report: june 09, 2022 (dd/mmm/yyyy) complaint received by (name): (B)(6). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
It was reported that the device was returned for the analysis.